Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, stent deformation occurred in vivo during positioning/advancement in the proximal right coronary artery (rca). The distal rca was unable to cross with any stent despite ballooning. The target lesion exhibited moderate tortuosity and highly calcification. The vessel was stented in the mid with a 2.5x38mm non medtronic stent and a 3.0x18mm onyx in the proximal rca. The timi flow was 2/3 and collateral to the distal right pda. The patient left cath lab without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.